Event description:
Pt has peg tube and it was clogged. Clog zapper was used. Upon insertion of clog zapper application tubing, it glided well and was not met with resistance. Syringe with zapper solution connected and tried to push the plunger. Met with resistance. Pulled out applicator tubing and noticed a portion (2-3 inches) of the tubing was missing. Applicator tubing was thrown away but packaging was retrieved. Peg was replaced with no complications. X-ray did not demonstrate any foreign body.